Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented a month ago after receiving a vibration, likely for low bi-v pacing percentage. Interrogation during the hospitalization and later remote transmissions confirmed an accurate battery longevity estimate. On (B)(6) 2017, the patient presented for follow up in clinic. Upon interrogation, a diagnostics longevity anomaly was noted due to the implantable cardioverter defibrillator exhibiting an increased longevity compared to previous interrogations. No intervention performed. The patient was stable throughout and will be monitored.